Manufacturer narrative:
The pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. The motor was tested outside of the device, and it passed. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump was squirting insulin while priming the device. Customer states that they were performing a complete set change and are now unable to exit the priming process. During troubleshooting, customer was asked to hold down the act button until a second series of beeps was heard. Customer informed that second series of beeps did occur, but they are unable to exit the status screen. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 240 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).